Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported tooth mobility, along with an unintended movement of teeth that has caused a premature contact bite. No further information is available.